Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4+ functional tricuspid regurgitation (tr) and restricted thin septal leaflet for a triclip procedure. During the procedure, two triclips were implanted successfully. The second clip had single leaflet device attachment(slda) from the septal leaflet. Third triclip was implanted next to slda clip to stabilize it. The tr was reduced to grade <1 post procedure. There was no clinically significant delay.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported incomplete coaptation. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on available information, a cause for the reported incomplete coaptation appears to be related to patient morphology/pathology. The reported unexpected medical intervention was a result of case-specific circumstances as an additional clip was implanted. There is no indication of a product quality issue with respect to manufacture, design, or labeling.